Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va38cn6); product type: 0200-lead; implant date (B)(6) 2026: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient was seen in-office on (B)(6) 2026 to review an x-ray which had been ordered several days prior to the appointment due to a sudden return to baseline without injury according to the patient. The patient was experiencing pain at very low settings. The x-ray showed movement of the lead from ideal placement and a lead revision was recommended by the doctor. The manufacturer representative was notified of a scheduled lead revision on (B)(6) 2026.